Manufacturer narrative:
(B)(4). Complete procedural details are unknown. Albumin was used as the replacement solution. During the incident, 250mg of prednisolone (an oral corticosteroid) was administered and successfully treated the allergic reaction. The customer suspected that the albumin caused the reaction, but they knew albumin from the same lot had been used on other patients without incident. The albumin used was a commercial 5% solution that was not prepared at the pharmacy; a web search of the albumin lot number was performed and there were no findings of recall notifications in the u.s related to that lot number. Review of the manufacturing records for this lot of spectra disposables indicated that the product met all sterilization and aeration release criteria. This disposable set was unavailable to return for investigation. At the time of this investigation, there was no conclusive evidence suggesting that the reaction was caused by the disposable set. The patient was not reported to have experienced permanent injury or any non-transient effects from the episode. For all cobe spectra disposable lots manufactured in the same year as the disposable kit used in this incident, the rate of all patient reactions reported was (B)(4), as calculated at the time of this investigation. The spectra essentials guide cautions users, "the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. The guide lists types of adverse effects that the customer should be prepared to handle, including allergic reactions. (Cobe, 2008).

Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. X1, about 2hrs post tpe: patient had significant allergic reaction all over the body. The patient made a full recovery. Albumin lot# used a231158. It is suspected that the albumin was the reason, however, not certain as this lot was also used successfully on other patients as well.